Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date that the unknown driving cap broke off in radiolucent insertion handle. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. This complaint involves one (1) device unk - impaction instruments: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date that the unknown driving cap broke off in radiolucent insertion handle. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. This complaint involves one (1) device unk - impaction instruments: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported on an unknown date threads of an unknown driving cap broke off in radiolucent insertion handle. The reported issue was found in sterile processing department (spd). There was no patient involvement. This report is for one (1) unknown driving cap. This is report 1 of 1 for complaint (B)(4).